Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro distal end was damaged. The doctor was notified of the damaged distal end and continued with the procedure using the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The c-ring scope wash tube was bent approximately 90 degrees and broken at the base of the cradle. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed. The tube was observed under microscopy. The edges of the tube were rough and diagonal. Based on the condition of the device as returned, we were able to confirm the reported failure mode "bent," and the analyzed failure mode 'break." The DHR was reviewed with special focus on the scope washing assembly and the final inspection. The records show the device lot conformed to all applicable specifications. The most probable cause of the damage to the c-ring is application of high force to the assembly during preparation of the device, causing the scope wash tubing to bend and break. This device lot has been manufactured with the addition of the retention rib to prevent the transected half of the c-ring from dislodging into the patient. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that the vasoview hemopro distal end was damaged. The doctor was notified of the damaged distal end and continued with the procedure using the same device. The hospital did not report any patient effects.